Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic. Upon interrogation, an alert of high voltage lead impedance from (B)(6) 2018 was seen. Unsure if this was an implantable cardioverter defibrillator diagnostics issue or true right ventricular lead impedance issue. The device was reprogrammed. Both devices remained implanted and the patient would continue to be monitored.